Event description:
Ambulance personnel were transporting a pt and reportedly observed the crt blank accompanied by an audible alarm. A back up device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.